Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer¿s blood glucose level (bg) was a value displayed as "high" on the continuous glucose monitor (specific value not provided). A manual injection was given to address the elevated bg. A new cartridge was loaded to resolve the issue.